Event description:
Patient received new meter and it was working great for the first 2 weeks and all of a sudden it continues to read error on the screen patient was asked if there was a number after the error and she stated no, its either just ER or err. Patient's caregiver(s) do not feel comfortable with this product and want to return the product. Patient's blood sugar dropped so low she had to be taken to the hospital. Patient's caregiver(s) were unaware blood sugar had dropped so low due to the meter not functioning correctly.